Manufacturer narrative:
Product event summary: presented to the emergency department with symptoms of pre-syncope. At ECG there were episodes of loss of ventricular capture and patient is pacemaker dependent. At fu in emergency room ventricular threshold was less than 1 v. The output was reprogrammed (5v@1msec). It was suspected that the issue reported was related to a lead dislodgment because during the extraction procedure he noted that the lead was not fixed to the heart tissue. The system was explanted and replaced. No further patient complications have been reported as a result of this event. Preliminary geo assessment: contradiction of low thresholds and high outputs. Review of provided photos (printouts and programmer photos) revealed: in office measurements shows low thresholds (<(><<)> 1v); programmer shows increased threshold (2v) and normal pace/sense impedance (500 ohms); intermittent loss of capture may be programming related. Information requested. Normal impedance with intermittent loss of capture suggest tip-tissue issue preliminary geo conclusion: suspect system ok pli10 - lead - suspect ok pli20 - pacemaker - suspect ok. Concomitant medical products: product ID adsr01, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with symptoms of pre-syncope. The right ventricular (rv) lead exhibited low thresholds and loss of capture. The lead was reprogrammed and subsequently explanted and replaced. The physician noted during explant that the lead appeared to have dislodged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.